Event description:
It was reported that syringe 3ml s/t bns was missing label content. The following information was provided by the initial reporter: "on delivery of your goods, we noticed that none of the packages has a label on the pe bag and therefore the clear allocation without cardboard is no longer possible. Furthermore, one of the packages does not even have a label on the box. Please send us labels immediately, so that a clear allocation of the article can be guaranteed, "

Manufacturer narrative:
H.6. Investigation: two photos were received and evaluated. One photo displayed a clear plastic bag of 3ml slip tip syringes. One photo displayed a side of a bulk non-sterile box with the number "345" written in the upper right-hand corner. It was observed there was no label on the box, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing label defect is associated with the manufacturing personnel. The labels for bulk non-sterile product are manually applied to the box. It is likely the label was not applied properly. A plant wide communication for awareness of this defect will be sent out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(4); initial reporter fax #: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3 ml s/t bns was missing label content. The following information was provided by the initial reporter: "on delivery of your goods, we noticed that none of the packages has a label on the pe bag and therefore the clear allocation without cardboard is no longer possible. Furthermore, one of the packages does not even have a label on the box. Please send us labels immediately, so that a clear allocation of the article can be guaranteed,".